Event description:
It was later reported the patient¿s issues resolved without sequelae on (B)(6) 2012.

Event description:
Additional information received reported that the patient had an undesirable change in stimulation and that the patient experienced a loss of efficacy the day after her revision surgery. The patient's device and lead were replaced on (B)(6) 2012. It was also reported that there was reprogramming and the device was interrogated on (B)(6) 2012. The patient outcome was reported resolved on (B)(6) 2012 without sequelae.

Event description:
Additional information received reported that there was a sacral x-ray located in the right mid posterior pelvis, and it was more inferior positioning than on the previous exam. It was also stated that there was 'other medication.' It was not clear what the other medication was. About a week later it was reported that the device was interrogated and re-programmed. The settings were changed and the cycling feature was used for programs 1, 2 and 3 on (B)(6) 2012. No further information was provided.

Manufacturer narrative:
Lead: lot #v517496 explanted: (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and could not feel stimulation at any amplitude. The lead had migrated. Reprogramming was conducted and all programs and amplitudes were tried on (B)(6) 2012. The right lead was replaced and the event was considered ongoing. It was unclear if the lead was replaced on (B)(6) 2012, or if a programming session occurred on that date.

Manufacturer narrative:
Lead model 3889-28 lot# v517496 implanted (B)(6) 2010 explanted unk; programmer model 3037 serial# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the stimulator was explanted because the patient needed a new battery and not because of the lead migration.